Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A video was provided in which it was possible to highlight that the flow fluctuated between 0.84 to 0.96 l / min and when the flow reached values over 0.92 l / min, with a fio2 set to 0.23, an alarm was displayed. However, the video has revealed that the device was not working within the curve of limits of operation. As per set values shown in the video it was possible to highlight that the gas blender was out of its operating curve due to user setting values out of usability curve of device as prescribed within the instruction for use. Based on provided video, the red led "alarm" visible and audible alarm occurred and the decimal point of the fio2 display flashes. This indicates an adverse set value combination (gas flows too low and fio2 close to the limits of 0.21 or 1.00). If operation is sustained without adjusting the set value (the decimal point flashes), then the exact mixture of air and o2 (dependent on the selected fio2 values) cannot be guaranteed. Larger fio2 tolerances and/or a reduced total flow can result from this. For operation of the gas blender using the desired total flow and fio2 values, the set value combination should be selected such that it is above the curve in the graph cp_IFU_25-28-xx (fig. Limits of operation of the gas blender). Based on the video fio2 was set to 0.23 and flow around 0.9 lpm. This combination of values falls below the usability curve and not above as it should. On the basis of the provided video the failure was attributable to an user error during gas value settings. However, the affected device was returned to the manufacturer site for a detailed investigation. Two error codes associated to discrepancy between set and actual value occurred on air and co2 channels. This problem could not be detected by analysis of the video provided likely due to user error in device settings overlapping. In addition also the front panel was found broken. The measuring-bridges for air/o2 and for co2 to solve both error codes . In addition the eprom and the front panel were replaced as well. It cannot be excluded that the reported issue had been caused by a defective bridges.

Event description:
Livanova received a report stating that the air+o2 flow reading was fluctuating and causing the s5 gas blender system to alarm when flow was set at 0.86 during service.there was no report of patient injury.